Event description:
Customer received a reading of 110mg/dl, but exhibited unspecified symptoms of low glucose. Customer ingested glucose tablets and a poptart. Customer became unresponsive and paramedics were called. The paramedics obtained a reading of 50 mg/dl and a IV was administered. Customer ingested a sandwich as well.